Event description:
An eye care practitioner reported that a pt presented for follow-up following treatment for bacterial keratitis associated with extended wear of focus night & day lenses. The pt had been treated with cholramphenicol drops and ointment for a week. A scar was observed in the mid-periphery (almost halfway between the limbus and apex) at 4 o'clock in the pt's right eye (photo provided). There was no aqueous flare and no injection observed. The pt continues with extended wear of the contact lenses. Event resolved with scar and no reported loss of visual acuity. Request has been made for additional info, however no further info is available at this time.